Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence secondary, to urethral atrophy. The existing cuff component was explanted and replaced with a new 3.5 cm cuff. The other existing aus components remain implanted in the patient. The pressure regulating balloon was confirmed to still have 23 cc of normal saline. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.